Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information requested and received: what type of procedure was the device used in? Lar. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? Na. If yes, did the jaws eventually open? Na. On which firing did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Green. Was buttressing material utilized? No. If so, which product? Na. How was the procedure completed? Change a new one. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure, after firing, cannot open the jaw. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? On which firing did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?